Event description:
It was reported that multiple occlusions occurred. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to the occlusion interrupting insulin delivery. A manual injection was administered to address bg. Reportedly, the customer reverted to manual injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.